Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer rep regarding a patient that was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's device was in overdischarge because patient cannot charge the ins due to issue with the insr. It was reported that for the past few weeks, patient's recharger (insr) is not working. Caller states the insr will not power on and noted she tried plugging the insr in and there is no physical damage to the insr. Caller noted that the desktop charger (dtc) light did turn on and the connector pin plugged into the insr fine. Further troubleshooting could not be performed due to lack of access to product. An outbound call to patient was made per rep's request but patient did not answer. No out of box failure was reported. Yes a medical or therapy problem associated with small part was reported. No symptoms were reported and no further complications were reported/anticipated. The event date was unknown. Additional information was received from the manufacturing representative (rep). It was reported that patient called on (B)(6) 2018 because patient was in overdischarge and insr was not working. It was reported that patient ended up in the ER because of increased levels of pain because the device was in overdischarge and they never received a new insr. Rep warm transferred to repair. No furth ER patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep). It was reported that the patient was seen at the office on (B)(6) 2018, where patient device was found to be in overdischarge. The patient was in overdischarge due to recharger not functioning properly. Rep worked with patient to trouble shoot the insr and was unable to determine the cause of it not working. Rep spoke with the patient and said they would work to get them a new recharger and told them as soon as it is shipped would schedule an appointment to reset his device and alleviate nerve pain. On (B)(6) 2018 hcp stated that the patient was in the office and had not received a new recharger. Rep spoke to hcp where he explained the patient ended up in the ER due to increase in pain because the device was in overdischarge and no recharger was shipped to the patient. A new recharger was shipped overnight and the patient was scheduled for an appointment on (B)(6) 2018, for device reset with the new recharger. Additional information was received from a manufacturing representative (rep). It was reported that patient received a new recharger and had device reset. The patient is now out of overdischarge and re-programmed to cover pain patterns. Patient was able to charge after the receiving new recharger. The overdischarge was resolved and the patient is able to charge. This information has been confirmed with physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative (rep) was received. It was stated the provided information had been confirmed with the physician and they provided patient¿s weight. No further complication and no symptoms were reported.